Event description:
The tip of the quick connect screw driver sheared off in the head of the screw during tightening. The screw was removed and the procedure continued. However, surgery was extended by forty five minutes as a result of the difficulty.